Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not available.

Event description:
As per medwatch report # mw5071461: guidewire broke during bunion surgery. Piece was left in place and acted as a third fixation point.